Event description:
Dealer states the recline lever is not locking the seat back in place. Dealer states the user is within weight cap. He said that user went to dentist and dentist didn't want her to get out of the chair, so he reclined her in her chair, and they think he put it too far back and that's what made it not function properly.